Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the analyzer over the phone. The cts determine the cause of failure was due to faulty sample probe and sample syringe. The customer replaced the sample probe and sample syringe per the cts recommendations to resolve the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of false high ise (ion selective electrodes) patient results for sodium (na) on their au5800 chemistry analyzer cell 1 and 2. The erroneous results were reported outside the laboratory and later amended. The customer provided verbal example of results for two(2) patient samples. There was no report of change to treatment, injury, or death associated to this event.